Event description:
Programming history from the date of surgery was provided. While the nurse had reported that diagnostic testing was performed during surgery, no system or normal mode diagnostics were performed on the generator in question during surgery. The generator appears to have been interrogated four times, however diagnostics were never performed. Once the generator was replaced, a system diagnostic test was performed and showed normal impedance. It is likely that the high impedance resolved following the first attempt at pin re-insertion, however as diagnostic testing, to obtain an accurate impedance value, was not performed following the re-insertion, the user continued to receive a high impedance warning message after each interrogation. Additionally a review of the generator's internal memory revealed that the high impedance was first recorded on (B)(6) 2013.

Event description:
It was reported that the patient underwent a generator revision on (B)(6) 2012. The reason for the generator replacement was said to be due to high impedance. Once the generator was replaced, the high impedance resolved. Additional information was received indicating that the high impedance was first observed 2 weeks prior. There was no manipulation or trauma which was suspected to have caused the issue. It was indicated that upon interrogation they had received the message saying that the patient was not receiving the programmed output current. X-rays were not performed. Further follow up was performed with the nurse at the physician's office. The patient was seen on (B)(6) 2012. When interrogated the physician received the warning message about the current not being delivered. So system diagnostics were performed which resulted in high impedance "10,000ohms and ifi= no. When the high impedance was identified, they lowered the settings to 0.5ma, but did not disable the device. She indicated that after that appointment they heard from the patient's mother indicating that the patient had started having sleeping issues that she has not had since being implanted. The physician and nurse were attributing these sleeping issues to the loss of therapy and the nurse stated that she felt that the high impedance must have happened very recently before the appointment as there were no complaints of this issue at the appointment. The nurse, who was present at surgery, indicated that it was not a pin insertion issue as they tried re-insertion multiple times and each time received the high impedance. They also tried diagnostics on the generator using a test resistor with the same result. At that point they knew that it was the generator so they opened a new generator, attached it to the implanted lead and diagnostics results were ok. Per the nurse, the generator looked ok, and no abnormalities were noted the explanted generator has not been returned to date.

Manufacturer narrative:
Review of programming history performed.

Event description:
The manufacturer received a user facility report # (B)(4) on (B)(6) 2012. The report indicated that the physicians first thought that the high impedance was due to a lead issue, however during testing of the generator, they found the generator to be defective. The generator was tested prior to surgery and high impedance was the result. The generator was then removed from the chest and the neurosurgeon attempted pin re-insertion two times, testing the generator each time and receiving high impedance. The generator was then disconnected from the lead and the test resistor was inserted and again the result was high impedance. The generator was tested an additional time and high impedance resulted. The new generator was then used. Testing of this generator revealed normal diagnostic results. The generator was returned to the manufacturer and analysis has since been completed. During product analysis, the reported allegations of high impedance and device failure were not duplicated. No obstructions were observed in the header lead cavity or connector blocks. In addition, the in-line cavity go gauge test, designed to verify proper lead cavity dimensions in the header area, passed. A bench lead inserted completely past the negative connector block and was set and released with the returned setscrew. Various electrical loads were attached to the generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. During visual analysis of the generator, header delamination was observed on the pulse generator (feed-thru area of generator). This is likely the result of extensive manipulation of the generator during the explant procedure based on the location of the observed tool marks on the pulse generator case and header. In addition, no evidence of bodily fluid remnants in the case/header area was observed. Additionally, the setscrew showed slight mechanical wear around the socket which did not affect the performance of the setscrew. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Attempts for programming history from the date of surgery are underway.